Event description:
Customer reportedly rec'd results of 335 mg/dl and 110 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.